Event description:
Facility reported error messages. Machine locked up. Replacement issued. No injury alleged invacare prid # (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).